Event description:
The device is reported to have loss of pacing output on (B)(6)2010. On (B)(6)2010, this patient expired some time before (B)(6)2010. The exact date is unknown. Technical services has requested the return of this system, however, the hospital has not released the system at this time. On (B)(6)2010, cause of death is believed to be a heart attack and major acidosis. Patient had coded a few times before her death. Philos ii dr, (B)(4), MDR 1028232-2010-01383, selox st 53, (B)(4), MDR 1028232-2010-01384.